Manufacturer narrative:
Device evaluation: the product was not sent to kst for examination, and a serial number is not known, so a detailed examination is not possible. Based on the customer's description of the error, our own experience and the examination of other complaints with similar error patterns, the most likely cause here is a loose contact at the plug or a cable break or a defective sensor or a defect in a component that has led to the failure. It is therefore most likely an operating error, since the device should be checked for damage and functionality before use, as described in the IFU cfh518_en_v2.0_IFU_ce-MDR on chapter 3.2 correct handling and product testing on page 8 correct handling and product testing if the product is not handled correctly, patients, users and third parties maybe injured. - only person with the necessary medical qualification and who are acquainted with the application of the product may work with it. - check that the product is suitable for the procedure priror to use. -check the product for the following properties for example, before and after every use: _functionality _damage _change to the surface _in the case of several components: completeness and correct assembly - do not continue to use damaged products. - dispose of the product properly. - do not leave broken-off components inside the patient. - do not overload the product with mechanical stress. - do not bend bent products back to their original position. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that they were going to intubate a patient when the 8404zx monitor turned black. This happened with two different systems. No negative impact in state of health reported.